Manufacturer narrative:
Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a high impedance warning, polarity switch, increased thresholds, and short v-v intervals. It was also reported that noise was noted on the rv lead after the polarity switch. The next day, there was another high impedance warning on the rv lead. The rv lead was reprogrammed. A few days later, oversensing on the rv lead was noted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.